Event description:
A report was received that a patient was not receiving adequate stimulation. A bsc representative noted that the patient's lead exhibited high impedances. The patient has requested to have the precision system explanted and she is no longer interested in further troubleshooting.

Manufacturer narrative:
Additional information received stated that the patient will not move forward with the procedure at this time. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-1110 serial# (B)(4) description: implantable pulse generator (ipg) model# sc-3138-55 serial# (B)(4) description: scs phiii ext 55cm.

Manufacturer narrative:
Additional information was received that the patient was explanted as numerous contacts on the paddle lead were not functioning. The patient is doing well following the explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient was not receiving adequate stimulation. A bsc representative noted that the patient's lead exhibited high impedances. The patient has requested to have the precision system explanted and she is no longer interested in further troubleshooting.

Event description:
A report was received that a patient was not receiving adequate stimulation. A bsc representative noted that the patient's lead exhibited high impedances. The patient has requested to have the precision system explanted and she is no longer interested in further troubleshooting.